Event description:
Terumo medical corporation received the following reported information: during the percutaneous coroanry intervention (pci) the physician encountered a problem when using the guide wire, the physician felt the guidewire was rough and not slippery, and it was difficult to advance it smoothly by hand. Even after rinsing, the guidewire continued to feel rough. The guidewire was withdrawn and replaced with a new one. The procedure was completed without any harm to the patient. The ptfe coating had peeled off, and due to the potential presence of detached fragments in the body, it was determined to be a serious injury.

Manufacturer narrative:
. Appearance confirmation - the returned device was run through. - it had been undulated at the platinum coil. - the coil had been elongated (the coil pitch had been opened) at approximately 27mm and 247mm from the distal end. - the ptfe coat had continuously peeled off along approximately 330mm to approximately 360mm from the distal end. - the ptfe coat had peeled off at approximately 885mm from the distal end. - the ptfe coat had intermittently peeled off along approximately 1105mm to approximately 1290mm from the distal end. - no anomalies in appearance were found in the other parts. Dimensions - the outer diameters of the platinum coil, the stainless-steel coil, and the shaft: they met the factory's specifications. No anomaly was found. Confirmation of lubricity (hand sensory) - as a result of confirming the lubricity by hand sensory, it had been rough in the elongated part of the coil and peeled part of the ptfe coat. History investigation of the involved product code and lot number - no anomaly was found in the results of the history investigation. Simulation test [elongation and undulation of the coil] - when a tensile load was applied with the distal end stuck, the coil became undulated and elongated in the platinum coil. [Peeling of the ptfe coat] - a factory-retained runthrough ns was inserted into a metal inserter, and then, while the shaft was in contact with the metal inserter, it was removed and an abrasion load was applied to it, resulting in peeling and abrasion in the outer layer of the shaft. Based on the investigation results, no anomaly was found in the manufacturing history records and in the dimensions. As one of the possibilities, it was inferred that this case occurred with the following mechanism. However, since the details of the procedure were unknown, it was not possible to clarify the factors of the stuck and what the hard object was. - the distal end was stuck due to some factor. - by applying a tensile load to release the stuck, the coil became elongated and undulated, and due to the hard object and abrasion load applied to the peeled part of the ptfe coat, causing an anomaly in lubricity. Relevant IFU reference: if any resistance to the runthrough ns or the dilatation catheter is felt during manipulation or if the shape, behaviour or position of the guide wire's tip seems improper, e.g., in a case where the tip is trapped due to vessel spasm or some other cause or the tip is folded as shown in fig. 2, stop manipulating the guide wire (and the catheter) and determine the cause carefully by fluoroscopy and take suitable remedial actions. Then remove the guide wire slowly, without turning, to exchange it for a new one. Continuing guide wire or catheter manipulation in the said situations may result in damage to the vessel, damage to or separation of the guide wire's tip, and/or damage to the dilatation catheter. Terumo medical corporation (tmc) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.